Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for the report of check drain line alarm. The patient reported air in the cassette noted after opening the door, however, it is unknown whether this contributed to the alarm. The root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving a check drain line alarm on the homechoice (hc) machine during drain 4 of 4. The technical service representative (tsr) assisted the home patient (hp) to disconnect the drain extension, and the lines to the drain into a container. The hc would still not drain. The tsr advised the hp to end therapy early; the hp found air in the cassette after the door was opened. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse, she was not aware of this event, however, the patient has been hospitalized for the past month due to unrelated complications. The nurse stated that there was no patient injury or medical intervention associated with this event. The patient has been put on hemodialysis due to complications and blood transfusions. These issues are unrelated to peritoneal dialysis. The nurse is unsure if the patient will returned to peritoneal dialysis. No further information is available. Product surveillance contacted the patient's husband on (B)(6) 2011. There were no defects, holes, or leaks observed in the supplies. The supplies were discarded and therapy completed with manuals for the night. No further information is available.